Event description:
Revision was due to the acetabular cup loosening - not the femoral head.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left, reason(s) for revision: component loosening (cup). Update: reason for revision and product details received 26th march 2013. Update - added additional hospital and amended surgery and revision dates taken from (B)(6) email dated 13th august 2013. Update 14 apr 2015 - queried surgery date and lot numbers - response received - further to your email below, I can confirm that the primary surgery was performed on the (B)(6) 2005 and the revision surgery on the (B)(6) 2013 as confirmed by the surgeon confirmation form and operation notes. Head lot number: 1652471, stem lot number: 1852889 . The head lot is not in jde, left as is. Updated surgery date - added all mapped to mw fields (jb 15 apr 2015).

Event description:
Asr revision; asr xl - left hip; reason for revision: component loosening.